Manufacturer narrative:
The meter was requested to be returned for investigation. The investigation is ongoing.

Event description:
There was an allegation of an issue with the display of the coaguchek xs meter. The nurse alleged the full screen was frozen on the display and the meter display was faded. She changed the batteries twice and cleaned the meter strip guide but the display concern persisted. A display check was performed and all three 8's were visible in the results field and the results were readable when viewing the meter memory. The reporter alleged that the result was very faded and it was difficult to read. There was no actual misinterpretation of any result.

Manufacturer narrative:
The reporter's meter was received for investigation. The circuit board is found to be contaminated by penetrated liquid. This affects the conductive rubber contacts on the circuit board, which are short-circuited. The root cause is the contamination of the contacts due to improper handling or maintenance.